Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The product was forwarded to the supplier, whom also confirmed the reported issue. The loop at the distal end of the item was broken. The active tip of the device was fractured from the distal tip. No electrical or functional testing was conducted. The condition of the fracture face of the device suggests a brittle failure. The results of the previously reported investigation do not change. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the procedure was a hysteroscopy and that the patient had a good post surgical recovery.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and investigation results. New information added to the following fields: b1, b5, d4 (expiration date), h4 and h6. The device was not returned for evaluation/investigation. The issue reported by the customer is evaluated as plausible. As part of formal investigation, the root cause for this issue is likely weakness in current material strength and/or ductility. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue(s).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using the versapoint bipolar electrode resectoscopic - 2.5 mm angled loop, resecting, the distal end of the loop broke in the patient 30 minutes into the procedure. The loop was not found. The procedure continued with a second loop, which also broke. The procedure was then abandoned/interrupted. The patient was given prophylactic antibiotics due to the potential infection risk. It was stated that the physician did not feel there was a risk of uterine perforation or any other serious injury. Additional information was requested, but not provided. This event requires two reports for the two broken loops. Patient identifier's (B)(6). This report is for (B)(6).